Event description:
The customer reported the system intermittently displays "fast stop activated" error without having been initiated by the tech. No pt injury was reported.

Manufacturer narrative:
Error code displayed.